Manufacturer narrative:
(B)(4). The sample is available and an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of damaged patient line of a cassette. One opened un-used set was received. The complaint was confirmed in the lab for damaged. The root cause of the complaint is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international complaint where a nurse had observed a chevron cutting on the patient line tubing when she opened the set. The defect was observed in one unit. No patient involvement, so no clinical impact was reported.